Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported problem could not be confirmed using the system logs. Upon visual inspection, the unit was found to be in good condition. The erbe was tested with the system, and it successfully cauterized all ports and instruments without issue. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the erbe had a question mark on both monopolar port while connecting monopolar energy cord. The site replaced new energy cord. Technical support engineer (tse) suggested him to clean instrument energy port and reset or change another monopolar instrument and confirmed vessel sealer energy was working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. There were no errors noticed upon powering on. The system initially powered on without errors. The representative was called for troubleshooting and was completed. There was an external energy source used. There was no injury.